Event description:
The user facility claimed that during multiple therapeutic laparoscopy procedures, light source became too hot, which caused the image to become very dark or completely lost, and had damaged their surgical telescopes. The procedures were reportedly completed with a non-olympus head lamp. There were no pt injuries reported. The user facility reported to have observed similar phenomena in previous procedures, but elected to reuse the device.

Manufacturer narrative:
The olympus light source referenced in this report was returned to olympus for investigation. The light source was tested with a test power cord on high intensity and auto and maximum brightness for several days, and there were no illumination, image, or overheating difficulties noted. The device passed all functional tests within the specifications. The cause of the user's experience cannot be conclusively determined. This report is being filed as an MDR in an abundance of caution.